Manufacturer narrative:
(B)(4). Device evaluated my manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#2134265-2012-02903. It was reported that during a peripheral angioplasty treatment procedure, guide wire entrapment occurred. The 80% stenosed target lesion is located calcified posterior tibial artery. The physician advanced a 2.0mm x 80mm x 150cm coyote balloon catheter over a choice pt guide wire through a non-bsc sheath up and over a bifurcation and was inflated and deflated. The physician attempted to move the balloon on the guide wire and was unsuccessful. The balloon and guide wire were removed from the patient as one unit. The procedure was completed with this device. No complications were reported and the patient status is fine.